Event description:
The patient reported: the aligners are not fitting. With the last aligner, my teeth are chipping, I still have gaps, and my bite is off. The clinical team requested a letter of recommendation, but the patient's dentist will not provide one. Clinical notes were also requested but not provided. No letter of recommendation was provided. The patient states that the doctor of dental surgery has advised he can continue the treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.